Event description:
On certain unknown devices manufactured by philips medical systems, the user does not have the capability to reload the operating software in the event of a catastrophic software failure. The extent of the devices affected by philips policy of not providing backup software is unknown to the reporter. Philips has that information.